Event description:
A hemodialsis facility had used a 6000 series bicarb with a 4000 series acid in dialysis machines proportioned for 4000 series. Reportedly, this was used for 3 days and there were no pt complaints on the first day, however, high conductivity problems were noted in the morning and the technician recalibrated the machines in the afternoon. On the third day, one pt seizured after dialysis (pt was being weighed post treatment). The pt was transferred to the hospital, lab work drawn, and according to the clinic manager, all blood work was normal. The pt has a history of seizures and was hospitalized for observation. Also, this particular pt had missed their previous dialysis treatment so had not dialyzed for five days. There is no sample available for eval. The unit realized on event date that incorrect bicarb was being used. The correct bicarb was obtained from a sister unit, all machines were recalibrated for 4000 series of concentrate. Nine days later a call was received from the regional sales manager who stated that the lot number is not available and the pt is currently doing well.